Event description:
It was reported that vessel dissection and stent damage occured. The target lesion was located in the left anterior descending artery. A 2.50 x 48 synergy drug-eluting stent was advanced for treatment. However, during procedure, it was noted that radial compression occurred in the proximal stent edge which induced dissection in the ostial of left anterior descending artery. The procedure was completed with a different device. It was further reported that the 70% stenosed, diffused target lesion was located in the moderately tortuous and moderately calcfied left anterior descending artery. It was also noted that there was no radial compression but it was very hard to deliver device. The lesion was not fully covered by the stent, thus another stent was deployed proximal to the first stent. It was further reported that there was no adverse event for this patient. The lesion was not fully covered by the stent, thus another stent was deployed proximal to the first stent. There was no radial compression nor dissection; it was just very hard to deliver the device.

Manufacturer narrative:
Describe event or problem updated. Device is combination product.

Manufacturer narrative:
H6 device codes corrected from material deformation 1976 to difficult to advance 2920. Device is combination product.

Event description:
It was reported that vessel dissection and stent damage occured. The target lesion was located in the left anterior descending artery. A 2.50 x 48 synergy drug-eluting stent was advanced for treatment. However, during procedure, it was noted that radial compression occurred in the proximal stent edge which induced dissection in the ostial of left anterior descending artery. The procedure was completed with a different device. It was further reported that the 70% stenosed, diffused target lesion was located in the moderately tortuous and moderately calcified left anterior descending artery. It was also noted that there was no radial compression but it was very hard to deliver device. The lesion was not fully covered by the stent, thus another stent was deployed proximal to the first stent.

Manufacturer narrative:
Device is combination product.

Event description:
It was reported that vessel dissection and stent damage occured. The target lesion was located in the left anterior descending artery. A 2.50 x 48 synergy drug-eluting stent was advanced for treatment. However, during procedure, it was noted that radial compression occurred in the proximal stent edge which induced dissection in the ostial of left anterior descending artery. The procedure was completed with a different device.